Event description:
It was reported that the device exhibited a primary audible alarm post failure. It is unknown if there was patient involvement, however, per the reporter there were no adverse patient effects.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was also reported that the failure message was a primary audible alarm power on self-test (post).

Manufacturer narrative:
H2 correction: b5 corrected. H2: while performing a review of the event, there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (3012307300-2023-12293) is no longer considered reportable, please disregard any reports associated with it.